Event description:
The customer reported to olympus, the guide wire of the duodenovideoscope did not stay in place during ercp (endoscopic retrograde cholangiopancreatography) procedure which caused problem during procedure. The device was returned and there was presence of foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Upon device evaluation, the customer allegation could not be confirmed. The bending tube had mesh wire damage. The bending section cover was dirty. The connecting tube had a scratch and the coating was peeling. The forceps channel port was shaved. The bending tube was damaged. Due to wear of angle wire, the bending angle in down/left/right direction did not meet the standard value. Due to wear of angle wire, the play of u/d (up/down) / r/l (right/left) knob was out of the standard value. The investigation is on-going and follow up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, foreign material was confirmed to be adhered to the forceps elevator; however, the specific material or the cause of the material could not be identified. In addition, a relationship between the subject device and the delay in the procedure could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿reprocessing manual states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: although there was no significant patient impact, the procedure was delayed by 30 minutes due to this incident. However, the procedure was completed successfully using the same device. The device was inspected prior to use and reported as ¿working fine.¿ there is a possibility that the device was used on a patient with the unidentifiable foreign material. Furthermore, it was reported that the customer is trained on reprocessing per the instructions for use (IFU) by the olympus (omsi) field service team. It was confirmed that the customer is correctly performing the reprocessing steps including brushing and no delay in pre-cleaning. The customer uses cidex as a disinfectant, and a multienzyme detergent.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.